Manufacturer narrative:
Investigation conclusion: a conclusion has yet to be established as the investigation is incomplete. Root cause: investigation is ongoing and results are not yet available. Source: phone.

Event description:
Consumer reported one false positive sars result. The consumer communicated the result was confirmed by alternate testing method (method unknown). This is report 2 of 2.